Event description:
It was reported that there was high impedance of greater than 3000 ohms, and increased thresholds. The pace/sense portion of the high voltage lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.